Manufacturer narrative:
The zoll console in complaint was returned to zoll 06/07/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during device testing the thermogard ivtm console (s/n (B)(4)) intermittently displayed a tcmid: 02 (cooling engine error) message. No patient involved during this event. No additional information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. Visual inspection of the system was performed. The hook to hang the saline bags was missing. A review of the event log was performed and found multiple tcmid errors in event log files. Tcmid:07 (coolant temp. High), 05 (coolant diff failure), and 02( cooling engine danfoss) were noted. The device failed functional testing as tcmid 02 displayed during testing. The customer reported complaint of the system exhibiting tcmid: 02 was confirmed. The root cause for the complaint was related to defective cooling engine. The wiring harness for one of the connector was burnt. The cold well drip tray gasket was noted to be damaged. Pic-hsg, cooling engine, danfoss controller and temperature probe and other missing, worn, or damaged parts were replaced.